Manufacturer narrative:
Batch review performed on 14.july.2021: lot 157637: (B)(4) items manufactured and released on 19-apr-2016. Expiration date: 2021-04-05. No anomalies found related to the problem. To date, all items of the same lot have been sold without other similar reported event since 2017.

Event description:
4 years and 10 months after the primary surgery the patient came in reporting pain due to aseptic loosening of the femoral stem. The surgeon revised the stem, head and liner.